Event description:
Olympus was informed that during a therapeutic transurethral stone removal and lithotripsy procedure, the jaws of the suspect medical device broke inside the patient while attempting to crush a bladder stone. Subsequently, the jaws could not be closed any more by operating the handle and the grasping forceps had to be operating the handle and the grasping forceps had to be finally removed in open position, causing injuries with bleeding to the patient's urethra. The intended procedure was reportedly canceled and the patient was transferred to another hospital for removal of the bladder stones. No other information was provided and the current patient's condition and outcome is also unknown.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.